Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). It was reported that the patient is currently on the hospital getting ready for MRI as they had a severe pain starting last saturday that localized around where the spinal cord stimulator (scs) battery implanted and put up into the emergency room and a fair amount of medication and muscle relaxers and they are trying to figure out what is causing the pain and they have not gotten anybody to adjusting the stimulator yet. Caller also stated they need information about the implant battery life that might cause excessive pain. Agent offered the caller to walked them through on how to put the device into MRI mode. Patient mentioned they are currently charging the controller and will be charging the implant after. Agent provided brief instruction on to put the device into MRI mode and advised to call us back if need further assistance. Patient also mentioned about the design being horrible, instead of just hooking up straight my back into the wall they need to charge one unit and have to charge the other unit. Agent reviewed information to the caller about the battery life of the implant. Caller stated that they tried calling their manufacturer representative (rep) to get the implant reprogrammed to get the stimulation effective but never got a call back and they stopped using the scs implant and got the pain pump wanted to know how to get a new rep. Patient also stated that they got a pain pump since the scs is not handling the pain. Agent redirected the caller to their managing healthcare provider (hcp) to get a rep. Agent transferred the call to pump department as they also have question for the device. Additional information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient is an inpatient who needs an MRI. Caller states that the patient has not used their system in some time because 'it didn't help him'. The caller did not have details around this. The caller noted trying to charge the ins before calling agent and she saw passive recharge screen followed by low controller battery screen. Agent advised charging the controller and then charging the ins so the MRI mode functionality could be accessed.